Event description:
The reporter indicated that a pacemaker replacement is planned due to no output and no magnet response. The pt has not been followed for the past four years. The pt's rhythm is currently atrial fibrillation.